Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hrs with no occurrence of the reported symptom. Review of the history log confirmed the reported symptom. Review of known contributors lead to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed system error 322. Any pt involvement, injury or medical intervention is unk.